Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 75% stenosed lesion was located in the severely calcified and severely tortuous proximal right coronary artery. The physician noted resistance during the loading of the rotalink plus burr onto the floppy rotawire guide wire through the unspecified guide catheter, and noticed the guide wire kinked near distal tip of the guide catheter. The resistance was noted approximately at the kinked portion of the wire. While the rotalink plus burr was in dynaglide, the floppy rotawire guide wire fractured. The proximal portion of the guide wire was retrieved with a snare, however approximately 10cm of the wire remained in the patient in the aorta-left ventricle and was removed surgically 2 days later. No further patient complications were reported, and patient status was listed as stable.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 75% stenosed lesion was located in the severely calcified and severely tortuous proximal right coronary artery. The physician noted resistance during the loading of the rotalink plus burr onto the floppy rotawire guide wire through the unspecified guide catheter, and noticed the guide wire kinked near distal tip of the guide catheter. The resistance was noted approximately at the kinked portion of the wire. While the rotalink plus burr was in dynaglide, the floppy rotawire guide wire fractured. The proximal portion of the guide wire was retrieved with a snare, however approximately 10cm of the wire remained in the patient in the aorta-left ventricle and was removed surgically 2 days later. No further patient complications were reported, and patient status was listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
One device was received in a generic plastic bag. The visual inspection was performed as and it is evident that only approximately 10cm of the wire was returned for analysis. Both sides of the returned sample appear to be fractured. The proximal and distal part of the guidewire were not returned. Also, the device is kinked. The outer diameter measurements are within the specifications. Both fractured sections were sent to mtac lab for fracture analysis. The fracture on the distal side occurred due to a bending overload and a reduction of the cross-sectional area produced by circumferential wear. The fracture on the proximal side occurred due to a bending overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).